Event description:
It was reported the patient presented for follow up with myopotential oversensing exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.